Event description:
On (B)(6) 2012, it was reported that the patient thinks her infusion device delivers too low an amount of insulin. She began experiencing elevated blood glucose levels in (B)(6), as high as 520 mg/dl. The patient has been making corrections via the infusion device and insulin injections. The patient originally thought her elevated blood glucose levels were due to hardening of her infusion sites, but now she has lost confidence in the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.